Event description:
She had performed consecutive blood tests on various patients and received erratic results. On one occasion she received results of 495 and then 200 mg/dl. The contact did not allege any patients experienced adverse events. Troubleshooting showed the system operating as designed. The contact was going to remind the staff of the importance of a good blood sample and testing technique, as well as proper storage of reagents. The contact will call back with any problems, and no product will be returned for evaluation.